Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, the patient was re-implanted with a new device during the same surgery. This report is submitted on 16 april 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.